Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent moved on the balloon. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). A 3.00x20mm taxus liberte stent was advanced to the lesion and while the physician was trying to inflate the stent delivery balloon he noticed that the stent was moving toward the tip of the balloon. The physician stopped the procedure and successfully removed the device. The procedure was completed with another taxus stent with no pt complications reported. The pt's current condition is listed as "stable".

Manufacturer narrative:
(B)(4).